Manufacturer narrative:
(B)(4): the customer did not provide any patient demographics such as age, sex, date of birth, or weight. Result of investigation: the service technician performed all bench testing using a known good test patient circuit as well as a known good ac adapter. The ventilator passed the 64 hour extended tests at customer¿s settings. Ventilator also passed the ltv final test, which includes many ventilation and alarm functions.

Event description:
The customer reported that the patient expired while on the ventilator. No additional information was provided. There were no reports of any malfunctions. The customer wants the ventilator evaluated as a precaution.